Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two unspecified mentor gel breast implants and experienced bilateral rupture postoperatively. As a result, the patient underwent bilateral removal and replacement with two 525cc mentor memorygel breast implant prostheses (catalog #: smpx525, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 29-sept-2021, mentor received additional information regarding the implantation date and suspected medical device. The suspected medical device is a 450cc mentor memorygel breast implant (catalog #: 3504501bc, left serial #: (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The implantation date is (B)(6) 2007. The relevant fields have been updated. On 13-oct-2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-dec-2021, mentor received additional information regarding the patient¿s symptoms. Initially, bilateral rupture was reported. However, additional information revealed that the patient had a CT scan on (B)(6) 2021 due to unspecified trauma, and the CT scan result indicated right-sided rupture. Updated reason for device explant and/or reoperation: unspecified trauma (chest injury). The relevant fields have been updated. Manufacturer's reference number: (B)(4).